Event description:
A computer software error was verified for a model 102 generator from a review on (B)(6) 2015 of the (B)(6) programming history database spreadsheet and periodic review algorithm. On (B)(6) 2014 (day of implant), the generator was interrogated, programmed, interrogated, a system diagnostic test was performed. At the next recorded visit on (B)(6) 2014, the settings were indicative of a ¿faulted¿ diagnostic test. With the history that is available, it is unknown when the ¿faulted¿ diagnostic test occurred that changed the settings. Based on the available data, the event date, handheld, and software versions are unknown.